Event description:
The customer reported that she was hospitalized due to diabetic ketoacidosis, with blood glucose levels over 500 mg/dl. The customer's symptoms were: tired, vomiting, metal taste in mouth and fruity breath. Troubleshooting was performed, and the insulin pump was programmed correctly. Found multiple no delivery alarms in the alarm history. The insulin pump passed the prime test, but the high pressure test could not be conducted as the customer didn't have the tubing clamp. Advised the customer that the tubing clamp would be shipped to her. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.